Event description:
Reported as "large helium leak". The report further states "call via speed-ez to report large helium leak on console. They had verified connections, no blood in driveline, no change in signals. Patient still and no valves had been manipulated. They'd attempted to restart the console and received the same alarm. Console exchanged with immediate resolution of alarms". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.